Manufacturer narrative:
(B)(4). Device received with displacement test and self test, however unit failed sleep current measurement, active current measurement and received with unexpected battery power loss, problem isolated to electronic assemblies.

Event description:
It was reported that the they had to changed battery every 48 hours. The customer¿s blood glucose level was 6.2 mmol/l at the time of the incident. Customer stated that battery cap was replaced and battery icon goes green to red. The insulin pump will be returned for analysis.